Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced intense abdominal pain. The patient underwent a computerized tomography scan (CT)which revealed a perforation of the stomach. The patient underwent an unspecified surgical procedure with good evolution with food tolerance and good pain control. The reporting physician's alternative etiology of the events of stomach perforation and abdominal pain were due to the peg procedure. At the time of report, the patient recovered.

Manufacturer narrative:
(B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 30 oct 2018. On an unknown date, the patient experienced a pneumoperitoneum. An abdominal CT scan revealed air bubbles close to bile duct, jejunum handle(s) wall thickening, with possible wall invagination, and unable to discard if there was any node or mass inside the possible wall invagination.